Manufacturer narrative:
Our field service engineer (fse) examined the ventilator and found liquid in the expiratory cassette. The liquid was traced to a leaking humidifier tank. After replacing the expiratory cassette, the ventilator passed pre-use check and functioned normally.evaluation of provided ventilator logs found high respiratory rate alarms were triggered. The high respiratory rate alarms may indicate that there was a resistance in the breathing circuit. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. The ventilator starts auto cycling. This will lead to an increase in the respiratory rate.there are no technical error codes in the logs indicating that there is no ventilator malfunction, which is supported by the successful pre-use checks performed by the fse.the root cause to the auto triggering has not been determined but the most probable cause was the liquid in the expiratory cassette giving a high expiratory resistance.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator was frequently self-triggering. There was no patient harm. Manufacturer's ref. (B)(4).